Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer lost consciousness, fell and hit their head due to bg level. The customer's spouse assisted the customer by picking her up after her fall. The low bg was addressed by consuming glucose tablets. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.